Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
(B)(4): information was initially received from a consumer and a healthcare provider via a company representative regarding a patient who was receiving dilaudid with concentration 20 mg/ml at a dose rate of 10 mg/day viaan implantable pump for non-malignant pain. It was reported that since (B)(6) of 2017 (month and year known only), the patient has had increased pain / intermittent pain relief. Some of the time his relief was good and others he was in an incredible amount of pain. Environmental/external/patient factors that may have led or contributed to the issue was indicated as having been unknown; it was noted that falls were declined as having occurred. A catheter/dye study and rotor study were all performed and were all normal with good flow on aspiration. It was further noted that dye confirmed the catheter was in the intrathecal space and the rotor moved upon doing a .01ml bolus. It was noted that although nothing was discovered to be wrong with the pump, it was replaced and was to be returned to the manufacturer for analysis. The previous pump was further reported as having been emptied of drug and was found to have 27ml in the reservoir and the printout stated that it should have had 28 ml. The issue was noted as having been resolved. It was noted that the healthcare provider had no further information. The patient was without injury regarding their status at the time of the report. The patient was noted as being managed by mercy pain management in (B)(6). The company representative was however unable to contact anyone in that office. It was noted that telemetry from the last 12 months was to be provided which was to show that the pump had 5 ml more than expected for 3 refills. Other medications (oral, etc.) The patient was taking at the time of the event was unable to be obtained. The patient¿s medical history and their body weight at the time of the event were unknown and would not be made available. On 2017-apr-11, additional information was received via a company representative. The pump was returned to the manufacturer and analysis was requested. Telemetry / pump logs were provided. As per the pump¿s logs, dilaudid with concentration 20.0 mg/ml was being administered via a simple continuous dose rate of 8.602 mg/day as of (B)(6) 2016. Also per the pump¿s logs, dilaudid with concentration 20.0 mg/ml was being administered via a simple continuous dose rate of 8.602 mg/day as of (B)(6) 2016. A pump refill occurred on (B)(6) 2016. Regarding the pump refill, the reservoir volume was 1.2 ml; however the actual residual volume was 6 ml. Another refill occurred on (B)(6) 2016. Also per the pump¿s logs, dilaudid with concentration 20.0 mg/ml was being administered via a simple continuous dose rate of 9.881 mg/day as of (B)(6) 2016. A pump refill was performed on (B)(6) 2016. The pump logs further indicated that dilaudid with concentration 20.0 mg/ml was being administered via a simple continuous dose rate of 9.186 mg/day as of (B)(6) 2016. A pump refill occurred on (B)(6) 2016. The reservoir volume was 3.6 ml; however the actual residual volume was 8 ml. As per the pump¿s logs, dilaudid with concentration 20.0 mg/ml was being administered via a simple continuous dose rate of 8.917 mg/day as of (B)(6) 2016. A pump refill occurred on (B)(6) 2016. The reservoir volume was 5.8 ml and the actual residual volume was 5.8 ml. As per the pump¿s logs, dilaudid with concentration 20.0 mg/ml was being administered via a simple continuous dose rate of 9.801 mg/day as of (B)(6) 2016. A pump refill was performed on (B)(6) 2016. As of (B)(6) 2017, the pump administered dilaudid (20 mg/ml) at a dose rate of 9.801 mg/day. A pump refill was performed on (B)(6) 2017. The reservoir volume per the logs was 1.9 ml; however the actual residual volume was 7 ml. As of (B)(6) 2017, the pump was administering dilaudid (20 mg/ml) at a dose rate of 9.801 mg/day. The reservoir volume per the logs was 2.4 ml; however the actual residual volume was 8 ml. It was noted that a motor stall occurred on (B)(6) 2017 at 09:49 followed by a motor stall recovery on (B)(6) 2017 at 11:40 regarding magnetic resonance imaging (MRI). The pump logs also indicated that following motor stalls and motor stall recoveries: a motor stall occurred on (B)(6) 2015 at 13:55 followed by motor stall recovery on (B)(6) 2015 at 14:41, a motor stall occurred on (B)(6) 2016 at 14:18 followed by motor stall recovery on (B)(6) 2016 at 15:37, and a motor stall occurred on (B)(6) 2016 at 07:47 followed by motor stall recovery on (B)(6) 2016 at 10:00. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the pump found no significant anomalies. It was noted that the pump's suture loops were damaged/missing. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.